Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, and a request was made to have device data analyzed. According to (B)(6) technical services (ts), histogram rate counts show 3,000 rv sensing events (rvs) at rates exceeding 250 beats per minute (bpm) between (B)(6) 2024 and (B)(6) 2026, suggestive of noise oversensing. In view of this rv noise, ts recommended in-clinic evaluation of lead mechanical integrity. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).